Manufacturer narrative:
72404130 (B)(4). Belt cuff fgs 4.0 cm iz. 72404127 (B)(4). Control pump fgs iz.

Event description:
It was reported that patient called to report a sudden onset of right lower quadrant pain that occurred approximately one month ago as he was going to lie down in bed. He experienced a severe pain and then noticed a bulge in his abdomen that he assumes is his artificial urinary sphincter (aus) pressure regulating balloon (prb). He did go to urgent care and was sent home and told to follow-up with his primary care dr. As they did not have a urologist on site. He has not yet seen a urologist for follow-up and called for assistance to see if his implanting surgeon ((B)(6)) was still with the (B)(6) system.